Event description:
It was reported that the ilet displayed malfunction alert 61 indicating an external flash write error, after which the user transitioned to backup therapy and later cleared the alert following three device restarts as advised. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery mitigated by use of a backup regimen, with subsequent resumption of the device after the alert cleared. Investigation included a review of device alert history and guided troubleshooting with multiple restarts. Investigation of this case revealed an external memory write fault consistent with a device electronics or software memory handling issue that resolved after reboot. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.